Manufacturer narrative:
General information: we received a complaint regarding a malfunction of a cranioplate plate and one cranioplate screw. Consequences for the patient: according to the available information, there were no negative consequences for the patient. Investigation: the products are not available for investigation. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably usage related. For further investigations, the product is required for examination. Rationale: according to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. For further investigations, the product is required for examination. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with cranioplate. It was reported that during surgery to fix the skull with b.braun titanium plate and screw system, the plate was damaged and the screw was fractured. No injury resulted from the event. Replaced with new plate and screw immediately and the surgery was finished successfully. Surgery was not delayed. An additional medical intervention was not necessary. The malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00866 ((B)(4) fm921t).

Manufacturer narrative:
General information: we received a complaint regarding a malfunction of a cranioplate plate and one cranioplate screw. Consequences for the patient according to the available information, there were no negative consequences for the patient. Investigation: the products are not available for investigation. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably usage related. For further investigations, the product is required for examination. Rationale: according to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. For further investigations, the product is required for examination. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.